Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor was broken. The customer¿s blood glucose level was unknown. Customer stated that the they loaded the sensor into the serter and fired, sensor went into the skin. However when customer tried to remove the needle hub, it was broken in 2 parts and could not be removed. Customer also reported that the insulin pump had change sensor. Sensor will not be returned for analysis.